Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from multiple cartridges. Reportedly, the infusion set was inadvertently pulled. The user's blood glucose (bg) level was 300 mg/dl at the highest. The user addressed bg level by changing the cartridge and delivering insulin via the pump.